Event description:
It was reported to philips that the ac power supply module is making a strange noise. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx als monitor indicating that there is a noise coming from the ac power supply. There was reportedly no patient involvement. The device was evaluated at the bench by an authorized service provider (asp) who confirmed the ac power supply was faulty; the part made a strange noise and was not charging. The asp repair technician replaced the ac power supply and the device passed all performance assurance tests and was returned to the customer. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the ac power supply module is making a strange noise. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx als monitor indicating that there is a noise coming from the ac power supply. There was reportedly no patient involvement. The device was evaluated at the bench by an authorized service provider (asp) who confirmed the ac power supply was faulty; the part made a strange noise and was not charging. The asp repair technician replaced the ac power supply and it was noted that the replacement of the ac power supply was performed according to a recent field action (fco86100201). The device passed all performance assurance tests and was returned to the customer. The device remains at the customer's site. No further action is warranted at this time.